Event description:
Patient's one touch basic enhanced meter would only display the battery symbol. Patient reported feeling dizzy at the time of concern. Patient attempted to test at the time of concern, however, the meter would only display the battery symbol. Patient was seen at the hospital, where a blood glucose reading in the "190's mg/dl" was obtained on the hospital meter. Patient was administered insulin. Patient reported that the last time they were able to test on the meter was was 1 or 2 days prior to report. The medical affairs specialist mailed a letter, since the patient could not be reached. It would have been helpful to know how long the patient was unable to obtain a blood glucose reading, patient's medication regimen, and if the patient was treated prior to going to the hospital. There was no evidence that the meter contributed to an adverse event. The customer service representative replaced patient's meter.